Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had delivered an alert 113 (reduced water temperature control) during therapy. They sent in data files showed a failed mixing pump.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01679. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had delivered an alert 113 (reduced water temperature control) during therapy. They sent in data files showed a failed mixing pump.